Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that following intraocular lens (iol) implantation, the patient was not happy with the results. The lens was removed and replaced with an anterior chamber intraocular lens (atiol) in a secondary procedure. The clinical reason for explantation was that the patient was not able to see clearly. Based on additional information received, the lens exchange was done with a different company lens. The surgery involved right eye.